Event description:
It was reported that the ilet pump touchscreen exhibited inaccurate touch registration, requiring presses above intended buttons and triggering unintended selections such as cgm history and meal type; power-cycle, restart, and a 30-second touch reset did not resolve the issue, and a replacement was arranged while the user transitioned to subcutaneous insulin by pen. Investigation included remote troubleshooting and user-performed resets. Further investigation of this case revealed persistent touchscreen malfunction consistent with a hardware screen responsiveness fault. Symptoms included hyperglycemia with blood glucose values reported at 242 mg/dl, 301 mg/dl, and 317 mg/dl after the pump was off for charging overnight. Outcomes included interruption of pump therapy and use of multiple daily injections until receipt of the replacement device. It was concluded that, based on previously established findings for similar reports, the device experienced a screen malfunction that affected usability, and product replacement was warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.